Event description:
It is reported that the pt was revised due to pain. During the revision it was discovered that the inlay and locking bolt luxated dorsally and the threads of the coupling mechanism were fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.